Event description:
It was reported that the right atrial (ra) lead was explanted due to high out-of-range impedance and loss of capture. The physician suspected there was a ring coil fracture that caused the impedance and loss of capture issues. It was noted that the patient experienced heart failure related symptoms, such as weight gain and a rise in heartlogic, as a result of the lead failure. The lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead was explanted due to high out-of-range impedance and loss of capture. The physician suspected there was a ring coil fracture that caused the impedance and loss of capture issues. It was noted that the patient experienced heart failure related symptoms, such as weight gain and a rise in heartlogic, as a result of the lead failure. The lead was replaced. No additional adverse patient effects were reported.